Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post/use an endoscopic vein harvesting procedure, during clean up the hemopro2 extension cable and hemopro2 adaptor were stuck together and could not be separated.

Event description:
The hospital reported that post/use an endoscopic vein harvesting procedure, during clean up the hemopro2 extension cable and hemopro2 adaptor were stuck together and could not be separated.

Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The device was observed to be intact. Both collared ends of the cord were intact. No visual defects were observed. A mechanical inspection was conducted. The device was evaluated for connector function with reference hemopro per instructions for use (IFU). The arrows were lined up on the hemopro 2 and the extension cable; the device connected without incident. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. Both connection ends were evaluated 5 times. We were unable to reproduce the reported failure. Based on the returned condition of the device and the results of the investigation the reported complaint "failure to disconnect" was unable to be confirmed.